Manufacturer narrative:
(B)(6).

Event description:
It was reported that an arterial bleed occurred. Two icerod cx 90 degree needle/vl and 2 icerod needles were used in a cryoablation procedure. During testing and the first freeze cycle, there were no complications. However, during the second freeze and five minute CT scan, a crack was observed in the iceball. The freeze was continued another ten minutes. Another CT scan was performed which revealed bleeding. The needles were thawed, cauterized and removed. The patient was scanned again then taken to "angio" where coils and gel foam were used and the patient was noted as doing fine.